Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) revealed both b- battery bond wires and the case bond wire were lifted from their hybrid bond pads. The ins battery was also found to be depleted. The battery depletion likely occurred prior to the b- battery bond wires lifting, however, it cannot be determined if the case wire lifted before or after the battery depletion. Therefore, the primary finding has been chosen to be lifted bond wires rather than battery depletion.

Event description:
The implantable neurostimulator was returned to the MFR with no info. The devices underwent routine analysis.